Manufacturer narrative:
Follow-up # 1 ¿ (07/26/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter has an error 1 issue. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with the insulin pump. On (B)(6) 2013 at 5 pm, the patient started to get the error 1 message and took 3 extra unit of insulin. Subsequently, 5 to 6 hours later, the patient reportedly had symptoms of nausea. There was no report of required hcp medical intervention to suggest a serious injury during this incident. Troubleshooting indicated the error 1 issue was not resolved. This complaint is being reported due to the error 1 issue. This is no evidence a serious injury due to the reported issue. The patient¿s symptom did not meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.